Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead initially exhibited satisfactory measurements, however, upon insertion into the device, the lead exhibited high impedances and no pacing. The lead was reseated, and the measured numbers remained the same. Multiple reprogrammings were also attempted, with similar issues. The lead was removed, and a new lead was implanted with satisfactory measurements. No patient complications have been reported as a result of this event.